Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level read "high" on cgm. Reportedly, the customer had not address their elevated bg. Customer resume insulin delivery and continued to use the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.